Event description:
Manufacturer received notification through a letter from the attorney that the enduser was allegedly caught between the bed and the rail and subsequently expired. The attorney stated that the rails were used as a restraint device.